Event description:
It was reported that during a ptca/stenting stenting treatment procedure, the quantum maverick monorail 20/3.5 mm balloon ruptured at 18 atms on the fourth inflation. The number of atms reached on the first three inflations are unk. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, then a universal guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher stent. The quantum maverick monorail balloon was removed, and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.